Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system, medwatch with identifier (B)(6) is for friend's unspecified accu- chek system.

Event description:
Caller reported blood glucose results of 176 mg/dl on his aviva system , 64 mg/dl on a friend's unspecified accu-chek system within 10 minutes. Reported no adverse event. A request was made for the return of the aviva meter and strips, replacement sent.